Event description:
Customer reported that unit had failed air flow testing stating unit had patient rebreathing failure. Through follow-up, customer confirmed unit error was low leak co2 rebreathing risk alarm. The customer reported there was no patient involvement. Customer stated that device was being set up when the reported issue occurred.